Manufacturer narrative:
Previously reported by the manufacturer: a trilogy o2 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator service required" alarm was confirmed by operational check. An error code was found in the ventilator's downloaded error log indicating (obm_air_flow_drift_out_of_range). The device's oxygen blending module board was replaced to address the issue. In addition, periodic maintenance 2 was performed. The following parts were replaced as regulated by maintenance procedure to prevent failure: trilogy o2 pm1 kit, exhaust fan assembly, 43 micron filter. Performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver.14.2.05). New information/linv: the suspected oxygen blending module system board was sent to the philips product investigation lab (pil) with the complaint of: vent service required, e344 indicating (obm_air_flow_drift_out_of_range) and the complaint was confirmed. The technician states the event occurred due to suspected contamination of the oxygen blending module sensor. No further evaluation of this part is required at this time. The device was scrapped.

Event description:
A trilogy o2 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator service required" alarm was confirmed by operational check. An error code was found in the ventilator's downloaded error log indicating (obm_air_flow_drift_out_of_range). The device's oxygen blending module board was replaced to address the issue. In addition, periodic maintenance 2 was performed. The following parts were replaced as regulated by maintenance procedure to prevent failure: trilogy o2 pm1 kit, exhaust fan assembly, 43 micron filter. Performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver.14.2.05).